Event description:
The user facility reported that the angulation was reduced and there was an insufficient air flow was observed during reprocessing of the evis lucera gastrointestinal videoscope. The intended and unspecified procedure was completed with another similar device. No reported delay on the procedure. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the nozzle was not deformed but it was clogged with a white foreign material, which is attributed to insufficient cleaning of the device. The users report of reduced angulation was not able to be duplicated. The device history showed that the device was repaired last year. The device was serviced and returned to the user facility. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
Correction: (province). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the cleaning brush became broken during brushing of the air/water valve; then, its bristle entered the air/water channel and clogged in the nozzle. B) for reprocessing, the user used a cloth such as gauze that produces lint; then, the lint entered into the channel and made the nozzle clog. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Reprocessing manual manually cleaning the endoscope and accessories: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to, thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Single use combination cleaning brush (bw-412t). Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage. Manually cleaning the endoscope and accessories_ brush the channels the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use." Olympus will continue to monitor field performance for this device.